Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc catheter was visually and microscopically examined. The catheter shaft showed no damage. The device was set up per the instructions for use and the device was primed; however, the device would not rotate. The guidewire was protruding approximately 2cm out of the tip and was protruding 178cm out of the pod end. It was observed that the distal cutter had been run too close to the tip of the guidewire and had interfered with the coils on the wire and subsequently bound the device to the wire. During testing in the laboratory, the device would not rotate due to the guidewire restricting the rotation due to the tip being run too far distal on the guidewire. Inspection of the remainder of the device revealed no damage or irregularities. The clinical observations were confirmed due to the non-compatible guidewire used as well as interference with the tip and guidewire coils.

Event description:
It was reported that the jetstream catheter became entrapped on the guidewire. This 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the device locked up and became stuck on the non-boston scientific guidewire. The catheter and guidewire were removed together. The procedure was completed using an alternate device. There were no patient complications. The device is expected to be returned.

Event description:
It was reported that the jetstream catheter became entrapped on the guidewire. This 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the device locked up and became stuck on the non-boston scientific guidewire. The catheter and guidewire were removed together. The procedure was completed using an alternate device. There were no patient complications. The device is expected to be returned.